Event description:
A surgeon reported a patient with an anterior capsule tear of the right eye that was not noticed until removal of the cortex. Additional information indicated no vitrectomy was required to treat event and intended intraocular lens was implanted without any further complications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).